Event description:
Balloon rupture which resulted in removing existing balloon pump and entire new system inserted. Doctor called in, cath lab personnel called in and numerous x-rays needed for placement. Patient was previously extremely dependent on iabp, vasoactive gtts needed to be increased during time iabp was not functioning. The balloon was thrown away but the cath lab staff kept all of the information about it. The patient is sick but not because of this situation. He did require some increased vasoactive drugs when this occurred and some extra x-rays.